Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was water within the battery pack. The root cause of the water is not known, but it is probably due to the patient submerging the pack into water. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack.

Event description:
A review of service data detected a reportable event. During servicing of battery pack (B) (4), which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last patient to use this battery pack did not report any problems with it.